Manufacturer narrative:
Could not provide this info for 3m did not get the lot number for the device subject to the event being reported. The device in this event was not returned nor was a lot number provided, so no eval could be completed on the device. The product labeling does include a contraindication which states: "the use of this skin stapler is contraindicated in pts with known sensitivities or allergies to the metals contained in 316l stainless steel, i.e., chromium, nickel, copper, cobalt, and iron." End of report.

Event description:
A female pt undergoing third surgery for an ovarian tumor developed an adverse reaction shortly after the wound was closed. The physician closed the wound with skin staples and wound dressing (containing karaya gum) and used hypo-alcohol to remove povidone iodine. The pt developed total body wheals redness, edema and her blood pressure dropped to 50mmhg. The pt was going into shock. Reportedly the staples were removed, and the symptoms resolved. The report also indicated there was no info regarding history of allergic reactions for this pt.